Manufacturer narrative:
The device was returned for investigation. The smiths label was intact. There was no evidence of the reported problem found in the event log. A functional test was performed, and the device passed. The reported failure was not replicated. Upon further investigation, three separate accuracy tests were performed, and the pump was found to be slightly over delivering to the manufacturing specifications. Contaminated fluid ingression was identified on the microprocessor unit board. The root cause of the event cannot be established. The expulsor will be replaced as a preventative measure due to previously found contaminated fluid ingression which may causes damaged into the expulsor gasket. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device fails accuracy -14.7%. No patient injury was reported.